Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). After advancing the clip into the left atrium and inverting, the clip was unable to close. Troubleshooting was attempted but was unsuccessful and the clip remain inverted. It was decided to remove the clip however the clip was unable to re-enter the steerable guide catheter (sgc). Sgc soft tip damage occurred. The clip was then forcibly pulled down to the femoral access site without the sgc where it fully detached from the the cds. The device was unable to be retrieved and the patient was sent to surgery where it was successfully removed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Manufacturer narrative:
All available information was investigated, and the reported material split, cut, or torn (sgc soft tip) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, the torn sgc soft tip was due to procedural interactions as the inverted clip was attempted to be pulled into the sgc. There is no indication of a product quality issue with respect to manufacture, design, or labeling.